Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01110. It was reported that one of the patient¿s lead was accidentally cut during a procedure on (B)(6) 2021 to address a high impedance issue. (Reference reg report: 3006705815-2021-01107, 3006705815-2021-01108). In turn, the existing lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.